Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the user's inability to recover storage space, as the failure was not indicated. A technical support specialist provided instructions for a manual override to address the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 4 experienced a failure and could not be restored. The customer stated that there was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.